Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) visited the site and replaced the universal surgical manipulator (usm) to resolve the reported issue. Isi received the usm and completed the failure analysis investigation. Usm was tested on the test system and triggered no errors. When testing the sterile adapter, the carriage did not rotate to the homing position. The axes controller carriage interface (acci) pins were sticky. The unit also failed the fiber test for parallelogram and a sensor check for the yaw.

Event description:
It was reported that during a da vinci-assisted lap band removal surgical procedure, the system was having issues with arm 4. The customer was in the process of re-draping arm 4 as they called in. When the customer installed an instrument on arm 4, the system would say "arm is not ready, try and reseat". The customer stated that after re-draping arm 4, the issue remained. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if they had tried a new or different instrument on arm 4. The customer stated they had tried another instrument on arm 4 and the issue remained. The procedure was converted to laparoscopic surgery with no reported injury.